Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2013, the distributer contacted animas stating the display screen was scratched and that it was hard to read. There was no reported adverse event associated with this complaint. This complaint is being reported due to alleged display issue.

Manufacturer narrative:
Follow up #1 submitted: 05/26/2013 device evaluation: on examination, the display screen protective lens film was damaged and difficult to see through.